Event description:
Hill-rom received a report from a hill-rom tech stating that the siderail would not latch. The bed was located at the account in room 322. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found a very rusty in line spring kit. .a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the spring kit to resolve the issue. Based on this info, no further action is required.